Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and then resumed insulin. Cts determined that no additional assistance was necessary and closed the case.